Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to manual injections to address the issue. Customer's blood glucose ranged between 231-318 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.